Event description:
It was reported that the patient developed an infection and the urine has been black for several days. The patient took antibiotics to treat the infection.

Manufacturer narrative:
Name: abbvie inc. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.